Event description:
It was reported that intermittent t-wave oversensing (twos) was exhibited post sense with the right ventricular (rv) lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.